Event description:
It was reported that during routine follow-up of an symptomatic patient, high impedance was seen on the left ventricular lead in addition to a high capture threshold. The pacing configuration of the lead was changed and the patient would continue to be monitored.